Manufacturer narrative:
(B)(4). The customer reported that a technician performed a short self-test (sst), and the flow sensor test failed. It was observed that liquid medicine had adhered to the exhalation flow sensor, the exhalation valve housing, and the exhalation valve diaphragm. The exhalation flow sensor was replaced, which resolved the malfunction. The disposable exhalation filter was discarded. The customer expressed concern regarding the filter being slimmer than the ones of other ventilator¿s models.

Event description:
It was reported that, during patient use, a ventilator generated a connection failure alarm. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
(B)(4). One exhalation valve flow sensor (evq) was returned for investigation. It was attached to a test ventilator, and standard self-test (sst) test was performed, but the first flow sensor test failed. Visual inspection found that liquid medicine had adhered to the exhalation flow sensor, the exhalation valve housing, and the exhalation valve diaphragm. The customer reported malfunction was verified.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.